Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyd0208 showed no other similar product complaint(s) from these lot numbers.

Event description:
(B)(6) 2015 - it was reported that the rn was attempting to place a midline IV catheter and encountered some resistance. When the rn pulled the device out of the patient's arm, the tip of the stylet was split.